Event description:
The pt is reportedly experiencing sound qualities and loss of sound. External equipment was exchanged, however, the issue was not resolved. Testing revealed the device was not functioning within specs. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.